Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had some falls and had a return of urinary symptoms. An impedance check showed >4000 impedance on all but two lead combinations. The program she was on did use the viable lead combination that was not >4000 however patient was not getting symptom relief. The lead and battery were removed and replaced by a new system. The hcp was notified the product should be returned for analysis, but product was disposed of. No further complications were reported or are anticipated.